Manufacturer narrative:
E1: telephone number: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted; the device was implanted in a patient with functional mitral regurgitation. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But it is approved for both functional and degenerative mitral regurgitation in the region where the procedure was performed. Therefore, the implant will not be considered off-label in this case.

Event description:
Per the report received from canada, edwards received notification of a pascal precision ace procedure in mitral position. During the procedure, when releasing the sutures of the ace, there was a loss of capture, the device slipped out of the posterior leaflet with anterior leaflet still attached. Patient had atrial functional mitral regurgitation (mr), with the principal jet in medial a2p2 (a: anterior / p:posterior). Heavy chords everywhere and posterior leaflet tethering. Also, there was a small indentation between p2/p3. Following deployment, satisfactory leaflet insertion was confirmed. Once both sutures were released, loss of posterior leaflet capture was identified, with the posterior leaflet slipping out of the implant while the anterior leaflet remained attached. No tension was noted during suture removal. A bailout maneuver was subsequently performed using the guide sheath (gs) to release the anterior leaflet. While biasing anteriorly with the gs and opening the implant in capture-ready configuration, the anterior leaflet spontaneously disengaged without being actively captured by the clasp. Bailout was completed using elongation with both clasps down. During anterior biasing and valve opening under tension, the patient experienced a transient blood pressure drop to approximately 35 mmhg and an increase in mitral regurgitation compared to baseline. Hemodynamics rapidly normalized following the complete loss of anterior leaflet capture. A small tear in the anterior leaflet was noted as a result of the loss of capture and procedural maneuvers; however, this did not lead to an increase in the original regurgitant jet. Pharmacological support was required, and the atropine and noradrenaline were administered. Another implant which was successfully deployed but more central. Patient was in stable condition.